Manufacturer narrative:
The device will not be returned for evaluation. A device history record review was not possible as the lot number was not identified in the report. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the introducer needle was inserted into the pt's arm, and the guidewire was advanced. The catheter was then inserted over the wire. At that time, the clinicians attempted to remove the guidewire; it began to stretch, & the tip separated and was retained in pt's arm in the anticubital space. A general surgeon performed a cut-down & removed the wire from the pt. There were no further pt complications reported.